Manufacturer narrative:
The customer indicated that the device was discarded. A representative sample from the same lot is expected to be returned for investigation. It has not yet been received.

Event description:
Report #2 of 2 of air in the syringe of the transducer set. It was reported that the air was noted during the priming of the transducer set. The air was removed. There was no patient involvement. Though requested, no additional information was provided.